Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the right common femoral artery, via a 6f sheath (model unknown). A pre-procedural femoral angiogram showed nominal pvd/calcium in the vicinity of the access site, and the vessel to be approximately 7 mm in size. Peri-procedure the patient was anti-coagulated with aspirin and plavix. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the device was prepped and deployed according to the IFU. The balloon pressure was lost as the device was being pulled back to the arteriotomy. Access to the vessel was lost, manual pressure was applied. Hemostasis was successfully achieved without any complications, after 20 minutes of manual compression. The vessel was somewhat tortuous but not so much that it would cause concern. The physician stated that she may have backed the sheath out of the tissue track to some degree due to the tortuosity of the vessel. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5.5 mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root caused of the tear could not be determined. The reviewed of the lhr (lot f1215302) indicated that the device lot met all established performance criteria prior to shipment.